Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. No motor position encoder error alarm in the history file noted. Insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 226 mg/dl at the time of the incident and a blood glucose reading of 474 mg/dl at the time of call. The customer stated that the insulin pump alarmed motor error and during troubleshooting, customer stated that the drive support cap was normal and hat the insulin pump was not exposed to high magnetic fields. The customer also reported receiving a motor position encoded error. Customer was able to complete the rewind process. The alarm history did not contain any motor position encoded error nor multiple motor error alarm. Customer stated that the insulin pump had multiple no delivery alarms and declined troubleshooting. Customer also reported to have experienced a high blood glucose of 474 mg/dl and no form of treatment was reported. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.